Event description:
It was reported that the insulin pump alarmed compromised force sensor system during prime. Customer's blood glucose was 71 mg/dl. Troubleshooting was done. Customer stated that the insulin pump had been dropped in the past and there were cracks. Customer stated that the drive support was flushed. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement test. However, the pump gave an alarm during the basic occlusion test due to a slightly loose drive support disk. The pump also had minor scratches on the lcd window, a cracked case at the reservoir tube window corners, a cracked reservoir tube window, a broken reservoir tube lip, and broken belt clip slot.